Event description:
It was reported that balloon rupture occurred. The target lesion was 40.0 mm long, with a reference vessel diameter of 10.0 mm. A 10.0 x 40, 135cm mustang balloon catheter was advanced for dilation and a 10ml syringe was used for inflating the balloon with ratio of 50:50% saline and contrast. However, during injection of the solution for inflation, the balloon ruptured inside the vessel and the contrast was spilled. The device was removed from the patient's body and the procedure was completed with a 10x40 mustang balloon catheter. There were no patient complications reported.

Manufacturer narrative:
Device evaluated b MFR.: a mustang 10.0 x 40, 135cm was returned for analysis. The returned device was loaded onto a mandrel and attached to an encore inflation unit. Positive pressure was applied, and a pinhole leak was identified 10mm proximal from the proximal markerband. No other issues were noted. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the complaint incident. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was 40.0 mm long, with a reference vessel diameter of 10.0 mm. A 10.0 x 40, 135cm mustang balloon catheter was advanced for dilation and a 10ml syringe was used for inflating the balloon with ratio of 50:50% saline and contrast. However, during injection of the solution for inflation, the balloon ruptured inside the vessel and the contrast was spilled. The device was removed from the patient's body and the procedure was completed with a 10x40 mustang balloon catheter. There were no patient complications reported.